Event description:
A physician reported that during implantation of an intraocular lens (iol) extreme problems with the haptic and at the end both haptics were torn off. The lens was explanted. Additional information was requested and received stating that the patient left aphakic, ablatio retinae with oil and carlevale external lens was implanted in other procedure. Informed that the implanted company lens is not qualified to use with company cartridge.

Manufacturer narrative:
The lens was returned submerged in clear liquid inside a small plastic specimen jar. The lens was removed and allowed to air dry prior to evaluation. Both haptics were broken in the haptic insertion areas. The broken haptics were not returned. One haptic insertion area was torn through from optic edge to interior on the anterior and split on the posterior surfaces. The other haptic insertion area was torn on the posterior surface. Both haptic insertion entrances of the optic were cracked on the optic edge. The optic was also cracked on the anterior surface between the optic center and optic edge. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a non-qualified company cartridge and viscoelastic. The company lens model is only qualified for use in the company cartridges. Both haptics were broken. Additional optic damage was also observed. The root cause for the reported complaint was most likely related to a failure to follow the IFU. A non-qualified cartridge and a non-qualified viscoelastic were indicated as associated products. The IFU(instruction for use) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company delivery system or any other company qualified combination. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. The manufacturer internal reference number is: (B)(4).